Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered potential inappropriate therapy during an arrythmia episode that occurred while the patient was running. Technical services (ts) reviewed the episode data and determined that the rhythm appeared an atrial driven and the device delivered six anti-tachycardia pacing (atp) bursts and three electric shocks. Ts discussed potential programming considerations. No additional adverse patient effects were reported. This ICD remains in service.